Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure and water tightness fail due to cut mark on the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head, which is an olympus asset with no reported complaint. During the evaluation of the device, damage charged coupler unit, failed water tightness was observed. The service repair technician indicated that the most likely cause of the damage charged coupler unit was due to component failure and failed water tightness due to cut mark on the cable unit. There was no patient involvement.